Event description:
It was reported that a confirmed motor stall was noted in event logs with no recovery recorded. The logs showed the motor stall occurred on (B)(6) 2015 at 17:54. The patient has not had a recent MRI (magnetic resonance imaging) but it was noted the patient had a cat scan (computed axial tomography) recently. No other environmental exposures that would be associated with a motor stall were reported. The healthcare professional (hcp) stated he had programmed a bolus. Elective replacement indicator (eri) was noted to be 10 months. The patient called today reporting that she ¿felt like¿ she was in withdrawal and pain was escalated. The pump was used to infuse dilaudid (hydromorphone). No intervention or outcome was reported for this event. Follow up was being conducted to obtain further information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on (B)(6) 2018. The patient's weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer. It was reported that the patient suffered withdrawals. It had never been a fault of her own. The pump had "gone out." It malfunctioned and it had died. Nothing lasted forever. There were no further complications reported at this time.